Event description:
This report is filed because the deployed clip (cds 41023u124) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, possibly resulting in mitral valve tissue damage. It was reported that a mitraclip procedure was performed in a patient with mixed etiology mitral regurgitation (mr) and anterior medial leaflet prolapse. The posterior medial leaflet was thin. One mitraclip was successfully implanted. A second clip delivery system (cds) was inserted but after several unsuccessful attempts to steer down to the left ventricle, the cds was removed from the anatomy. Another mitraclip (cds 41023u124) was implanted reducing mr to grade 1. It was then noted that the clip had detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Mitral regurgitation increased to grade 3-4. To stabilize the slda clip and reduce the mr, another cds (41023u116)was positioned, however, the posterior medial leaflet could not be grasped and echocardiogram noted a cleft in the posterior medial leaflet, possibly related to the slda clip (cds 41023u124). The cds (41023u116)was removed and the procedure was aborted. Mr remained grade 3-4. The patient was in stable condition and there are no plans for additional intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that suboptimal grasping of the leaflets as a result of the prolapsed anterior leaflet and thin posterior leaflet contributed to the reported detachment from the posterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Additionally, the patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. In this case, the slda likely resulted in damage to the posterior leaflet (cleft), and the increased in mr. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.